Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent oversensing with possible non physiologic sensing was noted on the right ventricular (rv) lead on stored electrograms (egm). The lead remains in use. No patient complications have been reported as a result of this event.